Event description:
It was reported that a spectrum pump does not recognize a closed door. Ther was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported inability to detect a closed door was confirmed and reproduced while loading a set and closing the pump door. Upon closing the door with an IV set loaded the unit displayed a "door not fully latched" message due to a loose upper link screw. The said loose screw prevented the unit from recognizing that the door was closed causing the reported symptom. The screw was adjusted during eval eliminating the alarm and the unit recognized when the door was closed as expected. The link screws were replaced during the repair process.